Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 810 mg/dl. It was stated that the insulin pump was alarming no delivery prior to the hospitalization, but the customer could not hear the alarm because he was in a loud environment. It was also stated that the insulin pump is constantly alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report to the best of our knowledge.